Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's system board was replaced to address the issue.